Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor response buttons were non-functional.

Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was intermittent. The cause for the failure was isolated to a cut rear response button cable. The cable was cut near the connector. The root cause for the cut cable could not be positively identified. No adverse event resulted from the defective monitor.